Event description:
It was reported that brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the physician attempted this brady lead to implant for 3 to 4 times. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to physician's discretion. Amending MDR decision to MDR=no report.

Event description:
It was reported that brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information received indicated that this brady lead was attempted for 2 to 4 times, however, unsuccessful.